Event description:
Arjohuntleigh has been informed about nimbus 3 system malfunction. It was reported that the mattress was deflating when the backrest of the bed was put in raised positioned, however the pump was not alarming. When the backrest was put down flat again the mattress seemed to re-inflate normally again. Whenever arjohuntleigh rental technician attended the site, he confirmed that the patient was sunk into the mattress but there was no audible alarms or warning indication. The system was taken out of service for further investigation. No impact or consequences to the patient reported. Ref MFR #1000381138-2013-00008.